Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The electrical testing passed, but the functional test failed fluid volumetric accuracy test. The event history log review showed an error code related to the failed rite functional test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed and the device passed. The cause of the failed fluid volumetric accuracy test was due to a damaged door piston. The door piston was replaced to resolve the problem. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.